Manufacturer narrative:
The account's engineer said he found an issue was with relay on the utv board. He tapped the relay and could send a nurse call. Technical support found the account is using circuit boards from a company other than hill-rom. Repairs have not been completed.

Event description:
The account alleged that the bed is not sending a nurse call when any nurse call switch is pressed. He hears a click on the utv board when pressing a nurse call switch.